Event description:
It was reported that the outer catheter of the stent graft broke while attempting to deploy the stent graft. The stent graft could not deploy; therefore, it was removed and a new stent graft was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause of this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval and the gray outer sheath was torn off approx 53 mm from the strain relief at the catheter reinforcement area. The outer catheter was noted to be stretched at location of the break. The catheter was noted to be bent 167 mm from the strain relief. The stent graft was found to be partially deployed 3mm from the distal end of the outer catheter. Bent struts were noted on the undeployed portion of the stent graft. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. One digital photos was reviewed and the photo shows partially one delivery system in a clear bag. The device appears to be bent in the package and a break in the outer catheter can be noted. Based upon the image review the break in the outer catheter can be confirmed. The investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed, as the stent graft was returned partially deployed. However, the root cause could not be determined based upon available info. It is unk whether pt and or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.